Event description:
Customer reported meter results of 60 mg/dl and 130 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Customer no longer has strips, replacement was sent.